Event description:
Atrial lead impedance warning on (B)(6) 2023. Measurement consistent with historical values. Rv (right ventricular) lead impedance warning on (B)(6) 2023. Measurement consistent with historical values. Reference report: mw5155172. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).